Event description:
During a l3 corpectomy, surgeon was implanting a two level, (6) hole plate. The screws did not lock down and the surgeon removed (5) screws with the 6th screw welding to the plate upon attempted removal. Surgeon removed the plate and the screw together causing more than moderate damage to the vertebral body. Pt was revised to longer plate and screws.

Manufacturer narrative:
Additional info has been requested. Without a lot number, the date of manufacture cannot be determined. The investigation could not be completed, no conclusion could be drawn, as no device was returned, and no lot number is available.